Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was cutting too deep. Add'l clinical follow up indicated the planned procedure was to harvest a stsg (split thickness skin graft) by an experienced plastic surgeon on an (B)(6) female for the treatment of a chronic wound. The surgeon attempted to harvest a donor graft site and reported the dermatome made a lateral flap cut instead of a stsg. The donor site had been prepped with mineral oil. The surgeon reportedly had a concern whether the scrub tech had assembled the zimmer dermatome blade on the dermatome correctly. At this time the surgeon disassembled the blade and re-assembled using the same dermatome blade. The dermatome then reportedly skipped during the attempted harvest of an alternate donor graft site. The dermatome was described as having harvested some tissue but then missed areas of tissue resulting in an unusable harvest. At this time the planned procedure was aborted due to lack of an available alternate dermatome. The surgeon was stated to have repaired the initial donor site harvest as the flap graft had penetrated into subcutaneous adipose tissue. The surgical procedure was stated to have been increased by an estimated 45 minutes to complete the repair due to the difficulty with re-approximation of the wound. The pt was taken to pacu (post anesthesia care unit) without any noted effects from the increased general anesthesia and was discharged to pre-admission living arrangements at a nursing facility. The delay of the planned surgery was not considered to have any potentially harmful affects to the pt and would be re-scheduled at the surgeon's discretion when the loaner dermatome was received for use.